Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid in the pump module area of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 6 of treatment prior to the leak. Air bubbles were found in the patient line. Fluid was not discovered on the external of the cassette; fluid leaked from unknown location. The patient was advised to discontinue the use of their cycler for the night. Upon follow up, the patient confirmed the reported event and that moisture was found within the left side of the cycler door which dried up by the next day. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of complete peritoneal dialysis treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid in the pump module area of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 6 of treatment prior to the leak. Air bubbles were found in the patient line. Fluid was not discovered on the external of the cassette; fluid leaked from unknown location. The patient was advised to discontinue the use of their cycler for the night. Upon follow up, the patient confirmed the reported event and that moisture was found within the left side of the cycler door which dried up by the next day. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of complete peritoneal dialysis treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.